Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Revision surgery was performed due to head dislocation and stem neck shaving. A black discoloration of the bone and soft tissue within the joint were revealed at the revision. There was no bone fragility or soft tissue loss. The cup continued to be used and the insert was replaced due to age-related wear.

Event description:
Revision surgery was performed due to head dislocation and stem neck shaving. A black discoloration of the bone and soft tissue within the joint were revealed at the revision. There was no bone fragility or soft tissue loss. The cup continued to be used and the insert was replaced due to age-related wear.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with a centpillar stem was reported. The event was confirmed via product evaluation. Method & results: product evaluation and results: visual inspection of the returned devices indicated that damage consistent with the loss of taper lock was observed on the head and stem. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. No further material analyses were performed. Clinician review: no medical records were provided for review with clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.